Event description:
It was reported that during a lap colon procedure, the two scissors worked for about 20 minutes. Afterwards, the generator signaled "instrument error" and the scissors did not work anymore. The operation was finished with third device. There was no pt injury.

Manufacturer narrative:
H6. Broken blade. H3. Evaluation summary - two devices (a-b) were returned for analysis. Device a was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact pre-op or general use. Device b was returned with the blade scratched. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 / solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.